Event description:
It was reported that during a device assessment in the equipment distribution center, three (3) lvp devices were found with either damaged/corroded/contaminated iui connectors. There was no patient involvement.

Event description:
It was reported that during a device assessment in the equipment distribution center, three (3) lvp devices were found with either damaged/corroded/contaminated iui connectors. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.